Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion of fluorouracil. This was noted by the nurse 24 hours and 48 hours after the beginning of the therapy. The reporter stated that the patient did not receive the entire therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that the occurrence date was between (B)(6) 2014. The device was manufactured between 02 dec. 2013 ¿ 03 dec. 2013. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.